Manufacturer narrative:
E1: initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) molecular false positive result was obtained. This is a report of 1 occurrence, and no report of adverse or injury.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) molecular false positive result was obtained. This is a report of 1 occurrence, and no report of adverse or injury.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442020 batch no.: 3137617. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. H3 other text : see h.10.